Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced sustained hyperglycemia while using the ilet, with blood glucose reaching 551 mg/dl for approximately two hours, during which the device issued prolonged high-glucose alerts; the user replaced the infusion site with guidance, noted the removed cannula was not bent, and administered 10 units of subcutaneous insulin by pen as back-up therapy. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no hospitalization, no professional medical intervention, and no need for assistance beyond routine guidance. Investigation included troubleshooting and user education regarding infusion site replacement and device-directed correction. Investigation of this case revealed no device or component malfunction identified at the time of troubleshooting, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.